Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to faulty interface board. They were unable to verify the unexpected restart and external ram crc error alarms due to the blank display anomaly. The pump had cracked case at the lcd window corners, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 86 mg/dl at the time of incident. The customer stated that the pump alarmed unexpected restart and external ram crc error. They were unable to troubleshoot for the blank display because the pump was completely dead. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.